Event description:
The customer reported that the device jaws would not release from tissue after it sealed and cut. The surgeon removed device from tissue by cutting on both sides of the jaws. There was no injury to patient reported.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. The jaws opened and closed normally when the handle was activated after cleaning. Tests for jaw gap were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The IFU for this device stated that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.